Event description:
It was reported that the customer had no delivery alarms on the insulin pump. Customer's blood glucose level was 134 mg/dl. Customer removed the reservoir and tried to manually push the insulin through. Customer could not get any insulin to come out. Customer was walked through filling up another reservoir and priming the pump. Customer mentioned seeing a slight air bubble in the reservoir. Customer declined troubleshooting for the no delivery alarm and air bubbles because his pump was primed correctly. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.